Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A flextome¿ cutting balloon¿ was selected for use. During the procedure, first inflation was performed with no issue and was then deflated. The device was repositioned within the same vessel and was inflated for the second time; however, it was noted that the balloon ruptured. The device was then removed from the patient's body; however, the procedure was not completed due to the event. No patient complications reported and the patient's condition was fine.